Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with high blood glucose levels and excessive no delivery alarms. The customer states they received no delivery alarms and change out their infusion set, but the set would not stick. The customer states their blood glucose levels have gone beyond 400mg/dl. The customer states they have been treating high levels with manual injections. The customer states they have noticed bent cannulas when removing the infusion sets. Troubleshoot for the no delivery alarm was conducted. The customer's blood glucose level at the time of incident was 268mg/dl. The customer was able to clear the first no delivery alarm with a set change. The customer was advised to contact their healthcare provider regarding unexplained high blood glucose levels. The customer was not able to complete troubleshoot due to not feeling well.